Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope screen was jumping, blurry, and was staticky. The issue occurred during a therapeutic endobronchial ultrasound (ebus) procedure which was completed with the same device. There were no reports of patient harm.